Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to cut the rectum during a laparoscopic lower anterior resection, the jaw of the staple reload was not closed. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to cut the rectum during a laparoscopic lower anterior resection, the jaw of the staple reload was not closed. The issue occurred twice. New stapler was used to complete the case. There was no patient injury.